Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. 1) the high-frequency output is set too high, the output setting for activation was too high, the electrosurgical unit was used in the coagulation mode or the output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, reasons for spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application.¿ olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic endoscopic submucosal dissection (esd) procedure, the tip of the single use electrosurgical knife had broken off and fell inside the patient. The customer reported that two (2) patients were involved in the same issue of the tip falling inside the patient. A total of four (4) tips on the single use electrosurgical knife device were left inside one patient, and a total of two (2) tips on the single use electrosurgical knife were left inside another patient. The intended procedures were completed successfully with similar devices. There were no interventions or attempts to retrieve the tips from the patients, and there were no reports of patient harm associated with either event. Related patient identifier: 1st patient (B)(6). Related patient identifier: 2nd patient (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.